Manufacturer narrative:
All of the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted. The keypad connector was found fully locked. However, the insulin pump was received with cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The insulin pump would be replaced and returned for analysis.